Manufacturer narrative:
(B)(4). Report source: foreign country - (B)(6). Customer has indicated that the product is in process of being returned to zimmer biomet for investigation. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
It was reported during a sternal fixation procedure the tip of the temporary fixation screw broke off, and remain in the patient¿s sternum. No additional patient consequences were reported.

Event description:
This follow-up report is being submitted to relay additional information.

Manufacturer narrative:
Complaint sample was evaluated and the reported event was confirmed. The temporary fixation screw (part# 76-0007, lot# 225160) was visually evaluated. The screw showed signs of wear, with scratches along the body and some discoloration. The fluted section of the screw was also fractured off. Device history record was reviewed and no discrepancies were found. There are no indications of manufacturing defects. Investigation results concluded that the reported event was due to excessive force applied during insertion. The instructions for use (IFU) for this product states in the section titled warnings: intraoperative fracture of screws can occur if excessive force (torque) is applied while seating bone screws. The IFU also states in the section titled bone screws: excessive torque can cause the screw to fracture. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.